Event description:
It was reported that the t:slim x2 pump's battery would not charge after being dropped in water, leading to a dark screen. Despite the pump issues, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to try several troubleshooting steps, including using different charging methods, but the screen remained unresponsive. Ultimately, a replacement tandem cable and wall adapter were sent via two-day shipping, and the customer was advised to rely on alternate insulin methods if the battery depleted before receiving the new supplies. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.